Manufacturer narrative:
A field service engineer was dispatched to the customer site. An asp fse checked the unit and no odor was detected and no problem could be found. The unit met specifications. The fse did however state the customer was using non-woven fabric instead of tyvek pouches to package their instruments and the customer was advised to change how their instruments are packaged. Therefore, this file is no longer considered a reportable malfunction for the report of odor/smell since the odor could not be confirmed. Asp complaint ref #: (B)(4).

Manufacturer narrative:
A field service engineer was dispatched to the customer site. However, details of the resolution are pending and asp will continue to follow up for the service resolution. Initial reporter phone #: (B)(6). Asp complaint ref #: (B)(4).

Event description:
A customer reported an event of an odor or smell emitting from the sterrad® 100s sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.